Event description:
Endovascular repair of aneurysm in 2005. Uncomplicated procedure. Next day at 0655 pt complained "felt bad" with subsequent cardiopulmonary arrest - unsuccessful resuscitation. Cause of death attributed to retroperitoneal hemorrhage/hematoma originating at left femoral artery micro puncture site and severe coronary atherosclerosis. No angioseal closure device utilized found in position of placement on autopsy at left femoral artery.